Manufacturer narrative:
In a good faith effort (gfe) response from the customer received, it was stated that the customer was able to confirm the running on internal battery error code was found in the device event log. The customer confirmed that, following the remote service and successful charging of the battery, the device was run in the biomedical engineer (bme) shop for about 18 hours over multiple days. The customer did not report having any further issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device powered off on its own. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was charging the battery, but the battery voltage is 12.85 volts. The device would not operate on battery power. The rse advised the customer that the device may have been operating on battery power at the time of the event and shutoff when the battery became depleted. The customer biomedical engineer (bme) stated that they would recharge the battery for 48 hours and then test the battery operation. The rse advised the customer to check the device error logs for alarm codes and informed the customer that the battery can only provide an additional 15 minutes of use under normal conditions. It then resets to alternating current (ac) power when plugged into ac power. The customer bme called the rse back several days after the initial troubleshooting and provided that after charging the battery for 48 hours, the battery was reading 16.7 volts. The bme stated that they would run the device on a test lung for a few hours and place the device back into service contingent on no other issues being found. This investigation is ongoing.